Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04124, and # 3005099803-2010-04125. It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the sphincterotomy, the cutting wire snapped within the common bile duct. The wire broke in half but remained affixed to the catheter at both ends. No part of the cutting wire fell into the patient. This same issue was encountered with a total of two dreamtome rx sphincterotomes during the procedure. The procedure was completed with a third dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two devices used during the same procedure. The two devices have been reported in MFR. Report # 3005099803-2010-04124, and # 3005099803-2010-04125. It was reported to boston scientific corporation that a dreamtome rx sphincterotome was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6), 2010. According to the complainant, during the sphincterotomy, the cutting wire snapped within the common bile duct. The wire broke in half but remained affixed to the catheter at both ends. No part of the cutting wire fell into the patient. This same issue was encountered with a total of two dreamtome rx sphincterotomes during the procedure. The procedure was completed with a third dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination revealed that the working length was twisted and the exposed cut wire was broken at the anchor notch at the distal pierce hole but remained attached to the device. The wire appeared to have melted the extrusion at the proximal pierce hole creating a tear measuring approximately 15 mm. The extrusion at the distal tip was ripped from the wide brown band where the manufactured open guide wire channel ends, to the tip, tearing open the closed extrusion through the distal tip and splitting the tip. The od of the exposed cut wire was measured and met specification. Additionally, the broken end of the cut wire appeared blackened. The condition of the returned device was consistent with the complaint incident that the cut wire broke. During manufacturing, tome devices are 100% inspected for cut wire and working length integrity so the wire break likely occurred due to procedural factors. Therefore, the most probable root cause is operational context. A review of the device history record confirms that the device met all manufacturing specifications.

Manufacturer narrative:
(B)(4): the device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, and / or if any further relevant information is identified, a supplemental medwatch will be filed.